Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. One day after the event onset, the patient was hospitalized for the peritonitis event and began treatment with meropenem (1g, per bag, intraperitoneal and ongoing) and amikacin injection (100mg, per bag, intraperitoneal and ongoing). Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. The patient was retrained on the proper aseptic technique. No additional information is available.